Manufacturer narrative:
A response from the manufacturer is pending.

Event description:
After 24 months of implantation, this ICD was explanted because, it was reported that the device could not be interrogated. In addition, there was no magnet response.